Event description:
The manufacturer received voluntary medwatch (mw5104482) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and minor wear and tear on the exterior of the beauty covers and ui panel observed and fine dust/dirt contamination throughout the interior of the enclosure as well as in the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 14 errors (e-41,err_storage_unit_ram ,e-250 err_barometric_comm found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of degraded sound abatement foam was observed.